Event description:
A sales representative reported on behalf of the customer that the aes-90sn was being used during a shoulder arthroscopy procedure on (B)(6) 2023 and ¿the wand wasn't sealing a bleeder very well. Took the wand out and we saw the metal tip of the wand in the joint¿. They then ¿used a grasper to grab the plat/tip from the joint¿, and ¿used another wand to complete the case¿. There was a reported delay of two minutes. There was no report of injury, medical intervention or hospitalization due to the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
D.4 lot # was updated due to information received on (22nov23) examination of the returned used device found the electrode broken off and detached from the probe tip. Broken electrode was not returned per evaluation. Examination performed. Additionally, the incorrect lot number was entered; the lot number returned for evaluation is 202212121. A likely cause of the event is due to contact with another metal object during the procedure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of six occurrences for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) per the instructions for use, the user is advised: to not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of the customer that the aes-90sn was being used during a shoulder arthroscopy procedure on (B)(6) 2023 and ¿the wand wasn't sealing a bleeder very well. Took the wand out and we saw the metal tip of the wand in the joint¿. They then ¿used a grasper to grab the plat/tip from the joint¿, and ¿used another wand to complete the case¿. There was a reported delay of two minutes. There was no report of injury, medical intervention or hospitalization due to the event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.